Event description:
It was reported that the patient was implanted on (B)(6) 2021, and after starting the pump in situ, the displayed power consumption was between 10 and 12 watts (w) for about 20 seconds. The value then decreased to normal numbers, with the pump running at 6500rpm and a flow of about 3-3.5 lpm. The pulsatility index (pi) was about 3 and the power was 5.5w. Although the rpms were high, the patient was still pulsatile and the aortic valve still opened. The surgeons suspected a tissue formation inside the inflow cannula that had been sucked in from the left ventricle. The patient was put on a heart lung machine, the pump was removed, and the inflow pathway was inspected. A thrombus formation inside the cannula was found. The surgeons decided to exchange the pump to exclude any tissue pieces of the thrombus inside the device. The exchange was done and the new pump ran without any issues. After the exchange, the patient was sedated and in hemodynamic stable conditions on the intensive care unit (ICU). When it was attempted to wake the patient up, the patient had neurological deficits and no adequate reactions. A CT scan confirmed an unfavorable, neurological prognosis and the patient expired on (B)(6) 2021. The outcome was suspected to be related to thromboembolic stroke with consequently less perfusion of some areas as a result of the initial event during implant of the first pump. No issues were reported after the exchange and the device was operating as expected until the outcome.

Manufacturer narrative:
The thrombus in the inflow cannula leading to pump exchange is reported under MFR report number: 2916596-2021-06699. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that after the original pump, (B)(6), was started in situ, the displayed power consumption was between 10 and 12 for about 20 seconds. Afterwards, the value decreased to normal numbers. In the end, the lvad ran with 6500 rpm with a flow of approximately 3-3.5 lpm, pi of about 3, and power at about 5.5 watts. Although the rpms were high, the patient was pulsatile, and his aortic valve was opened. The patient had been supported by the impella prior to implant and the lvad implantation was scheduled as ¿off-pump¿. Surgeons suspected a tissue formation inside the inflow cannula which was sucked in from the left ventricle (lv). When they inspected the inflow pathway, they found and confirmed a thrombus formation inside the cannula. Therefore, the entire pump was exchanged to avoid any tissue pieces of thrombus inside the device. The new pump ran without any issues and the patient was transferred to the intensive care unit (ICU) in stable conditions. Additional information revealed that after the pump was exchanged, the patient was sedated and in hemodynamic stable conditions in the ICU. There was an attempt to try and wake up the patient but it was found that the patient had neurological deficits and no adequate reactions. A computed tomography (CT) scan confirmed an unfavorable, neurological prognosis and the patient expired on (B)(6) 2021. The device was running as expected until the outcome, no further issues were mentioned after the exchange. This was expected to be the result of a suspected thromboembolic stroke with consequently less perfusion of some areas coming from the initial event during the implant of the first pump. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1, ¿introduction,¿ lists death, and stroke as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.